Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, while suturing the cuff, the device was difficult to load and the needle fell out of the jaws. There was no patient injury.